Event description:
The dr claims that the graft was implanted as an aortic arch replacement and approx 200cc to 300cc of sero-sanguinous drainage was noted postoperatively from a mediastinal tube. There were no other problems. The graft was left in. The pt is doing well.